Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 3 weeks due to mitral regurgitation, stenosis and dehiscence. Per the health-care provider, the explant was patient related. Per the operative report, the patient had a history of severe mitral regurgitation that acutely developed 3 weeks after mitral repair and CABG. The native mitral valve was found to have a dehisced ring with intact sutures that had torn through the annulus. A 27mm edwards valve was placed. We came off bypass and removed the aortic root vent and placed a second suture for hemostasis. An echo was used to inspect the valve and found it to be moving well with no regurgitation. The patient tolerated the procedure well.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded, therefore, no evaluation could be performed. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, per the op report, approximately 3 weeks after the mitral valve repair the mitral valve was found to have a dehisced ring. The hcp also noted that the explant was patient related. No further actions are possible with the available information.